Event description:
The customer alleges the meter has given twenty consecutive hi readings and a back to back reading of hi on his meter compared to 84 mg/dl on his doctor's meter. No treatment or adverse event reported based upon hi results. Return requested and replacement was sent.